Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective touch screen. The technician replaced the touch screen and the processor board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 double head pump display became unresponsive during setup. There was no patient involvement.